Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the bearings were out on the wheels causing the wheels to wobble.